Manufacturer narrative:
Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for bur rotation, run noise test, water spray, cut test, current draw and sheath rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 124.6°c after only 16 seconds and then attachment stopped working. These temperature did exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed significant gear wear on the head-tail assembly. Some spots with corrosion were seen within the head-tail assembly, drive dog and cap end bearing inner race. Cap assembly was found incomplete and it was missing the inner cap cover. Cap end bearing failure, free roaming ball bearings most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.